Event description:
It was reported that the ivtm system did not cool. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The ivtm system was evaluated onsite. All tests passed.